Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the stent delivery system (sds) was returned with blood on the sidearm, shaft, balloon and in the guide wire lumen. There was crystallized contrast on the shaft and balloon. The stent implant had dislodged from the balloon and was not returned. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There were kinks in the shaft 0.9cm and 6.7cm distal to the guide wire exit notch. There were multiple bends throughout the entire length of the hypotube consistent with the way the product was rolled up when received. There was no other damage noted to the sds. There were no kinks noted to the tip. The protective sheath and stylet were not returned. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as moderately tortuous and heavily calcified, which likely contributed to the failure to cross. Analysis of the returned product is consistent with use inside the body. It was confirmed that the stent implant had dislodged from the balloon and was not returned. However, there were crimp marks on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was no report of any damage to the sds or stent implant prior to use, suggesting that the stent dislodgement was a result of the procedure. It is likely that an interaction between the xience v stent implant and the anatomy contributed to disrupting the stent on the balloon, such that when the sds was retracted into the guiding catheter, the stent implant ultimately dislodged. Also noted were kinks in the shaft 0.9 cm and 6.7 cm distal to the guide wire exit notch and multiple bends throughout the entire length of the hypotube consistent with the way the product was rolled up when received. There was no mention of this damage in the incident report and likely occurred as a result from handling of the product during packaging/shipment back to abbott vascular for evaluation. This damage does not appear to be related to the reported failure to cross or stent implant dislodgement. In this case, the failure to cross, stent implant dislodgement, kinks, and bends appear to be related to operational context. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent placement and a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
Device malfunction: stent dislodgement. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that three different xience v stent delivery systems (sds) would not cross the lesion. It is unk if anything crossed. No pt effect was reported. Though requested, no additional info was available. Subsequent to the device evaluation, additional info was received stating that the second 2.5x12 mm xience v sds failed to cross the lesion and during removal of the device, the stent dislodged in the coronary. The stent implant was retrieved using a snare device. The pt was reportedly doing fine and no pt sequela was reported. No additional info was provided. This event is being reported based on the device evaluation which revealed the stent implant was dislodged and not returned with the device.